Event description:
Reporter removed the patch from his back and noticed that it caused an open sore/wound. It was very painful and consequently he did not reapply the patch. He wore patch for 6 hours and had 3 spots when he removed patch, two were red and one was an open wound. His wife put salve on the affected areas and he did not seek any medical advice. Areas are scabbing over, but not healed. Consumer followed directions when using.